Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels that ranged from 30 mg/dl to approximately 70 mg/dl; cause was unknown. Customer required assistance consuming food and drinks to address ongoing low bg's. Recommendation was made to discuss diabetes management with a health care professional.